Event description:
Packages not sealed properly on scalpel, therefore assumed not sterile. Only 9 in box. Caregivers feel one had been removed and used on one of the two identified pts. The remaining 9 were removed from svc. Staff cannot determine which pt this one was used on. Neither has any documented infection at the date of this report. Box with unsealed scalpel were removed from svc. Note: 7 fr. Sheath (st. Jude) live wire (bioscience webster) seldinger needle (cook) syringes (curity).